Event description:
It was reported by the customer through a direct call to the emergency support program (esp) that an iab catheter restriction alarm occurred on a cardiosave intra-aortic balloon pump (iabp) with sensation plus 50cc intra-aortic balloon during therapy. No harm or injury to the patient was reported. Prior to the call, the customer (an rn) repositioned the helium tubing and successfully restarted therapy. There was no blood/discoloration in the helium tubing, connections were secure, the patient was supine with leg immobilizer, and there were no visible catheter/tubing kinks. Monitor images showed a rounded balloon waveform consistent with a significant restriction/kink and an atypical a/p waveform. Esp personnel reviewed possible causes of catheter restriction (external, internal, or insertion-site kink/restriction). A chest x-ray from the day before showed the radiopaque marker below the recommended position (below the 3rd ics). A repeat chest x-ray was advised due to patient movement and the restriction alarm before physician consultation. While awaiting imaging, aspiration/flush of the inner lumen was unsuccessful; esp personnel advised to cap and label the lumen "do not use ¿ risk of thrombus". Fiber-optic pressure source remained connected without alarms, and a radial a/p source was available if needed. Further assessment identified the iab catheter was inserted through a non-getinge sheath. Repeat chest x-ray showed no catheter migration. Advised rn to notify the physician of the restriction alarm, waveform abnormalities, and x-ray findings. Additional assessment findings provided for physician communication included assisted edp higher than unassisted edp and suboptimal augmentation on 1:2 assist. The customer later called back to report the physician elected to defer intervention overnight and planned to review the catheter restriction alarm, waveform changes, and imaging findings with the cardiothoracic surgeon the following morning.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.